Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 3006705815-2022-00060, 3006705815-2022-00061, 1627487-2022-00060, 1627487-2022-00061. It was reported that the patient was diagnosed with infection at the lead sites and ipg site. As a result, surgical intervention occurred during which the system was explanted and the patient was prescribed antibiotics to address the issue.